Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, blood coagulation disorder, diabetes mellitus, periodontal disease, peri-implantitis, infection.